Manufacturer narrative:
Additional information was received that the ipg was replaced due to malfunction. Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint was not verified. When all the stimulations were turned off, the battery depletion rate and sleep current were within the normal range. The device exhibited normal device characteristics.

Event description:
A report was received that the patient¿s ipg was not holding its charge. The patient underwent an ipg replacement procedure and did well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient¿s ipg was not holding its charge. The patient underwent an ipg replacement procedure and did well postoperatively.